Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at a dose of "1203mcg/ml". It was reported that the patient's pump had begun to erode through the skin. Due to this, the provider decided to replace the working catheter and externalize the pump until he was able to replace the pump. There was no issue with the catheter. The catheter had flow before replacement and was noted after replacement. The provider stated that he could not fully explant the patient due to the dosing of baclofen needed for the patient. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. It was unknown if the issue was resolved. The hcp had no further information regarding this event.